Event description:
Pt experienced a corneal ulcer with use of renu with moistureloc multi-purpose solution. The pt had been prescribed opcon-a. Following an isolate obtained which was positive for fusarium, the pt was then prescribed ciprofloxacin, zymar and natamycin for fusariym keratitis. The physician also reported that the pt was first seen and given zymar by another practitioner prior to the referral. No info on the outcome was provided.